Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during a procedure performed on (B)(6), 2010. According to the complainant, the needle broke off inside the patient. This happened when they tried to do diathermy. The broken portion is still inside the patient. The patient has been checked and is fine and will come back to the hospital in a week for a check up. The procedure was completed with the subject rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (Non-surgical medical intervention was performed in an attempt to remove the detached wire.) Device evaluation: a visual examination revealed that the working length was twisted and the end of the broken wire appeared burnt/blackened. A functional evaluation found that the needle would extend out of the catheter tip but the needle extension measured approximately 1 mm which did not meet the manufacturing specification. Based on the manufacturing specification of exposed needle knife wire, it appears that approximately 2 - 6 mm of the wire (needle) broke off/ detached from the device. The detached/ broken off piece of needle knife wire was not returned. The condition of the returned unit was consistent with the complaint incident that the needle broke off/ detached from the device. During manufacturing the devices are 100% inspected for needle (cut wire) integrity and extension. The most probable root cause of operational context is being selected as event is likely due to procedural factors/ generator settings. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
Additional information has been received since the previous medwatch report was submitted: it was reported to boston scientific corporation that subject device was used during an endoscopic retrograde cholangiopancreatography (ercp) for the treatment of common bile duct stones. The physician attempted to retrieve the wire fragment but was unsuccessful and has expressed some concerns but thought that it would pass naturally as fragment is very small. The patient had a scope check performed a week later and was fine.